Manufacturer narrative:
Ac/dc power supply board and power management board were replaced to fix the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, there was there was a yellow box error message: "internal failure system may shut down". Also got a battery symbol with a cross through it. There was no reported patient injury.